Event description:
The article, "pre-procedural CT and ECG markers for predicting post-tavr pacemaker requirement in high-risk patients", was reviewed. The article presented a retrospective, multicenter study to assess computed tomography (CT)-based anatomical and electrocardiogram (ECG)-based parameters in a predictive model for permanent pacemaker implantation (ppi) following transcatheter aortic valve replacement (tavr). Devices included in the study were sapien, evolut, navitor, acurate, myval, and jenavalve. The article concluded that a predictive model for determining the risk of ppi following tavr is reported, combining comprehensive conduction specific anatomical measurements relative to the aortic root and electrical measurements with clinical parameters. This model requires prospective application to understand its performance in the real-world. [The primary and corresponding author was justin t. Tretter, cleveland clinic, 9500 euclid avenue, m-41, cleveland, oh 44195, USA, with corresponding email: trettej3@ccf.org] the time frame of the study was from november 2021 to may 2024. A total of 433 patients were included in the study, of which 83 (19%) received an abbott device. The average age was 82.0 years old, and the majority gender was female. Comorbidities included atrial fibrillation, diabetes mellitus, chronic kidney disease, hypertension, bileaflet native aortic valve, an heart block.

Manufacturer narrative:
Summarized patient outcomes/complications of navitor valve were reported in a research article in a subject population with multiple co-morbidities including atrial fibrillation, diabetes mellitus, chronic kidney disease, hypertension, bileaflet native aortic valve, an heart block. Complications reported included surgical intervention (pacemaker), arrhythmia; these complications are anticipated for the procedure and subject population. The reported IFU deviation/off-label use was associated with implanting navitor valve in native bicuspid aortic valve. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. It was reported that navitor valve was implanted in native bicuspid aortic valve. It should be noted that the navitor valve, instruction for use (IFU), states: the safety and effectiveness of the navitor¿/navitortitan¿ valve and flexnav¿ delivery system have not been evaluated in the following patient populations with congenital unicuspid or bicuspid valve, or any leafletconfiguration other than tricuspid. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature: pre-procedural CT and ECG markers for predicting post-tavr pacemaker requirement in high-risk patients.